Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section h10, and to provide the completed investigation results. As of 14jan2025, the sample was not returned for assessment. If the sample is made available in the future, the complaint record will be reopened and updated. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) cannot be completed due to the unknown lot number. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
A4: weight: 54.5 kgs. D4: catalog number: requested, unknown. D4: lot number: requested, unknown. D4: expiration date: unknown due to unknown catalog and lot combination. D4: UDI: unknown due to unknown catalog and lot combination. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: risk management specialist. H4: device manufacture date: unknown due to unknown catalog and lot combination. The product code/lot number combination was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report number mw: (B)(4). The event description states that the patient came to the floor with a tr band on her right wrist. I was informed that the band was inflated with 10 mls of air. After removing 6mls of air, the patient had a scant amount of blood beneath the band. 2 mls of air were added to the band. A recheck of the band showed an additional small amount of blood beneath the band so another 3mls of air were added back to the band, for a total of 9 mls. At 18:30 I attempted to remove 2 mls of air from the band, only to find that the band was completely deflated. It seems that the band was leaking air. The band was left on for an additional period of time to ensure no further bleeding occurred. The original intended procedure was radial compression. The device did not preform as intended. Additional information was received on 03dec2024: the patient was stable.